Event description:
It was reported that the distal end of the device detached. A 6.3 flexima apdl was used for treatment. Upon removal, the distal pigtail end of the drainage catheter detached and remained inside the patient. Another procedure was performed to successfully remove the detached pigtail end. There were no further complications reported and the patient was in stable condition.